Event description:
Reported that coag mode remains on.

Manufacturer narrative:
The actual device was returned and examined. The results from testing were that the device could not be made to duplicate the reported problem.